Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62) and a non-penumbra sheath. The red62 was advanced without difficulty. While retracting the red62, the physician experienced resistance. Upon removal, the red62 was found to be fractured at the distal length. The fractured segment was noticed in the petrous segment of the internal carotid artery (ica). The physician successfully removed the fractured segment of the red62 using a stent retriever. The procedure was completed using another catheter. Postoperative imaging confirmed that no segment of the red62 remained in the patient. There was no report of an adverse effect to the patient.